Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt. I-stat (B)(6) 2011, result: 0.11, 1.07, 0.03, 0.06. Time: 1433, 1445, 1520, 1546. Based on the info available at the time, there were no injuries associated with this event.